Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 70 mg/dl. Patient did not treat themselves or take any meds. Patient then ate a light dinner and passed out a few hours later. Their glucose was 800 mg/dl in the hospital and patient was kept for one week and given insulin until their glucose was under control. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.